Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to remove the lead from the header was not confirmed in the laboratory. Upon receipt, the header was not attached to the device and the v is-1 bi connector blocks did not contain their septa or set screws. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined because the v is-1 bi septa and set screws were not returned.

Event description:
It was reported that the device was removed due to elective replacement indicator. Upon explant, it became difficult to remove the lead from the header of the device. Bone cutters were used on the header. No adverse events were reported.